Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. Olympus repair center inspected the device and confirmed the following; the insertion tube was broken and scratched. The labeling on the body control unit was detached. The reported event appeared to be caused by mechanical or chemical stress by repeated use for the long duration. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the forceps elevator wire was defective. There was no report of patient injury associated with the event. Olympus inspected the device at olympus repair center in hamburg and found that some of the wires that composes the forceps elevator wire of the device were broken and torn, and the wires were raised due to cut.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa k.g (oekg) there was the possibility that the reported phenomenon was attributed to the fatigue failure of the elevator wire due to repeated operation of the forceps elevator.